Event description:
Report rec'd from a home training nurse regarding a (B)(6) year old male patient, who experienced chest pain and low blood pressure during a routine hemodialysis treatment. Treatment was discontinue, however, the patient became febrile and complained of nausea. He was sent to the ER where initial labs (unspecified) were normal. Within 12 hours the patient experienced a drop in platelets and hemoglobin, and wbc dropped then increased (values not provided). The patient was admitted with a diagnosis of non st myocardial infarction. No other medical intervention was required.

Manufacturer narrative:
The exact cause of the reported event cannot be identified. The disposable cartridge and therapy fluid sak were not returned for evaluation. Review of the reported lot numbers found no other related complaints in the complaint database. Htn confirmed the therapy fluid batch passed required testing prior to starting treatment. No further investigation can be performed. The nxstage medical considers this report closed. No add'l info will be provided. This report and the info contained herein is submitted to the food & drug administration under 21 cfr part 803 and represents the info available to the company at the time of the report.